Event description:
It was reported that the pt had experienced a lack of effect; there was a return of symptoms (unspecified), one day after a sys check had shown no device anomalies detected. Telemetry could not be established with the left-sided pulse generator by the pt programmer. During follow-up two days later in 2008, no telemetry was confirmed, and the pt was admitted to the hospital for device replacement. The right-sided pulse generator remained implanted; the pt has reportedly recovered.

Manufacturer narrative:
Results of final device analysis had revealed the epoxy bond was broken between the hybrid circuit and both battery terminals; both b- battery bond wires were lifted from the hybrid bond pads, as received. One of the two feed-through bond wires was also lifted from the bond pad, internal to the device. Findings from functional testing had detected no output or telemetry from the product. Device analysis confirmed the reason for return.